Event description:
It was reported by remote transmission the atrial lead shows possible noise and the programmed outputs were higher than normal. Dual electrograms were noted on the magnet and non-magnet stored diagnostics. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.